Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and an unknown medication (numbing medicine) via an implantable pump. The concentration and dose were unknown. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was unknown. It was reported the patient experienced a pump pocket infection that was associated with implant. The infection was confirmed but the strain was unknown. The patient had a sudden change in therapy noted as drainage and incisional wound opening. The patient had a hole in his stomach that was oozing pus. The patient showed the managing healthcare provider and was told it would heal. The hole stayed open and was packed daily. The patient was in the intensive care unit for 21 days. Intervention was intravenous antibiotics and total system explant. The system was removed 3-4 years ago due to the infection. The infection was resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the infection was the existing pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.